Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states the lancet remained in the patient's finger; no medical treatment required. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year. There is conflicting information as to the sex of the customer the device was used on. Customer's gender was provided.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year. There is conflicting information as to the sex of the customer the device was used on.